Manufacturer narrative:
Follow-up #1: date of submission 01-nov-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: during investigation, the pump powered on with a clear and legible display. No lines were observed. The complaint of a line through display was not duplicated during investigation. Unrelated to the complaint, the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a display (line through display) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.